Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the lot # ? What is the procedure name ? Did the patient experience a post-op device malfunction ? Any patient consequence /ae outcome as a result of the event report ? What was the quantity of blood loss ? Was the patient re-admitted to hospital for blood loss ? Was any medical /surgical intervention /transfusion performed on patient post-op? Patient current condition ?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date in 2019 and barbed suture was used. The suture was used on fascia and intercostal muscle together. On (B)(6) 2019, the patient experienced bleeding. An additional procedure was performed on an unknown date. The surgeon opined that the tab hurt the small branch of muscle. Additional information will be requested.